Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 273 mg/dl. The paramedics were called and customer was transported to hospital. The blood glucose reading at the time of the event was 423 mg/dl. Customer stated that she received a cortisone shot into her shoulder, this may have contributed to the high blood glucose reading. Customer was treated with manual injection. Nothing further reported.